Manufacturer narrative:
This report is submitted on october 21, 2021.

Event description:
Per the clinic, the patient experienced some tenderness at abutment site and subsequently, had the abutment removed under general anesthesia on (B)(6) 2021.